Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description of moderate paravalvular leak (pvl) does not indicate a potential manufacturing issue. Post-implant occurrence of pvl after an extended time period, can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. In this case, it was reported that three days later a percutaneous coronary intervention and a bav was performed due the patients complicated anatomy. So, the potential root cause for this report of pvl one year and three months post implant, based on the information made available, was most likely due to the valve potentially not forming a good seal around the annuls due to the reported calcification or complicated patient anatomy. Per the IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this event, it was stated that a balloon aortic valvuloplasty (bav) was performed one year, three months and seven days post valve implant, so it can be assumed that there was no bav performed at the original implant procedure as this information was not provided. It was also reported that a percutaneous coronary intervention was performed at the same time. Without getting the valve implant position at the initial implant as compared to the implant position at one year, three months, and four days, we are unable to determine if the user positioned the valve too high in the patients anatomy, which may have then lead to the need for a percutaneous coronary intervention (pci). This event does not indicate device misuse or malfunction. Updated data: h6 method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year following the implant of this transcatheter bioprosthetic valve, into a calcified native aortic valve, a transthoracic echocardiogram noted a new moderate aortic insufficiency with a low ejection fraction. No treatment was performed. One year, three months, four days following the implant of this valve, moderate paravalvular leak (pvl) was reported. Three days later, percutaneous coronary intervention and a balloon dilatation were performed. Due to the patient's complicated anatomy a valve-in-valve was unable to be performed. The intervention resolved the pvl. No additional adverse patient effects were reported.